Event description:
It was reported when using the p5a 5 gallon pail the bucket was damaged. The following information was provided by the initial reporter. The customer stated: ¿it was reported by the customer that the gel bucket was damaged.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: rc73544 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the p5a 5 gallon pail the bucket was damaged. The following information was provided by the initial reporter. The customer stated: ¿it was reported by the customer that the gel bucket was damaged.¿

Manufacturer narrative:
H6: investigation summary: one customer photo was received for review and analysis. After review and analysis of the customer photo, bd is able to confirm the customers reported defect of damaged pail. Based on the investigation results, no root cause from the manufacturing process has been identified as a contributor to the damaged /cracked gallon gel pail. Any damage to the pail would have happened in the transportation process. A review of the gel manufacturing data sheet was completed for this batch. Product was manufactured at the bd sumter site june 2022. All product components were within the required specification.

Event description:
2022-01-05: this event does not meet complaint criteria since it is a shipping issue. It was reported when using the p5a 5 gallon pail the bucket was damaged. The following information was provided by the initial reporter. The customer stated: ¿it was reported by the customer that the gel bucket was damaged.¿

Manufacturer narrative:
This event does not meet complaint criteria since it is a shipping issue. MFR report #1024879-2022-00559 for MDR (B)(4) will be considered cancelled.